Event description:
Per importer's MDR: (B)(4) - the dealer reported that the unspecified rollator brake cable was broken. There was no injury reported.

Manufacturer narrative:
There is no way of knowing whether this device was manufactured by foshan r. Poon medical products co., ltd since there was no model number provided and the device was not returned for evaluation.